Event description:
It was reported to medtronic minimed that the customer reported being stuck on loading. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-8201. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated no harm requiring medical intervention was reported. No product return was required for mmt-8201.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. The software support's thorough investigation of the database application logs found no failed login events in the user's sso logs. This suggests that the user was either not connected to the internet/carelink during login attempts, or was entering an incorrect username, preventing login events from being registered under their carelink account. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: the recent logins all appear successful and there is nothing wrong with their account in carelink. We have also been unable to reproduce the issue on similar devices. Could you inform the user that they should avoid using anything like samsung pass with carelink mobile applications. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_n, version pch00112475. (Most likely) root cause: most likely invalid credentials due to user error. Analysis summary: issue not reproducible, latest account activity shows successful uploads and logins. No logs or evidence of a carelink fault or error found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case as per latest rd tool now it is not reportable.